Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 403 mg/dl. Troubleshooting for high blood glucose reading was not performed. Customer also reported no delivery alarm but the alarm was resolved after disconnected and reconnected the set. Customer stated the insulin exited. Customer insulin pump will not be returning for analysis but infusion set will be returning for analysis.